Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient had a hypoglycemic event. Patient reported that the local fire department intervened and gave patient a glucagon shot. It was unknown who called 911. Patient was not taken to hospital. At the time of the event, patient reported that the cgm displayed a bg value of 128 mg/dl compared to a finger stick bg value of 42 mg/dl. At the time of contact, patient was stable. No additional patient or event information was provided.